Manufacturer narrative:
This report is submitted on july 1, 2024.

Event description:
Per the clinic, the patient experienced an infection around the implant site followed by skin flap necrosis. The patient was treated with oral antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.